Event description:
Additional information indicates the infection has resolved.

Event description:
It was reported that patient experienced an infection at the ipg and anchor sites and was hospitalized. As a result, surgical intervention was undertaken wherein the ipg and anchor sites were opened and cleaned to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.